Event description:
It was reported the device exhibits force sensor error. No patients injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: additional information is provided in h.2., h.3., and h.6. Functional testing confirmed that the force sensor test error was found at power up and the reading of the force sensor is out of the required specifications. The cause of this event was the force sensor was out of calibration. The manufacturing device history record review found no indication that the complaint is related to a manufacturing issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).